Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that this was going to be the second device placed in a construct. The physician opened the device in the m1 segment. Device would not open distally and remained constrained after several attempts to recapture and reopen. Device was brought back as a system to see if it would open and never did. Physician recaptured the device and explanted and deployed in the hub of the phenom 27. The pipeline failed to open in the distal section. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured cavernous aneurysm with a max diameter of 4mm and a 3mm neck diameter. The landing zone was 4.7mm distally and 5mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level 8. The device was never implanted. Ancillary devices include a nueron max guide catheter, phenom 27 150 microcatheter, synchro guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that there were no additional steps or other devices attempted to open the pipeline.

Manufacturer narrative:
Product analysis # (B)(4): equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) as found condition: the pipeline flex shield braid was returned inside the outer carton, a biohazard bag and a shipping box. Visual inspection/damage location details: the braid's distal end appeared not to be opened due to the damaged braid. The proximal end of the braid was found open and frayed. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the returned device, the customer report of failure to open at the distal end was confirmed as the braid's distal end was not opened due to damaged braid. Possible causes of failure to open include vessel tortuosity and damaged braid. However, the customer reported moderate vessel tortuosity, ruling out vessel tortuosity as a potential cause. In this event, the damaged braid may have contributed to the failure to open the issue. The cause of the failure to open could not be determined. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.